Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) knob under the pause button was broken. It was also indicated that the upper case was broken, lower case was dented, a knob was missing, the keypad was damaged. And a display wire was pinched and wire was exposed. It was also indicated that the keypad flex cabe was creased and the main printed circuit board was out of specification electrically. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) knob under the pause button was broken. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit. The display was replaced with the display returned with the main board. The device was then run on the automated test console. The device passed all tests. No errors were found when the logs were reviewed. Conclusion: could not confirm the main board issue found during service and repair. If information is provided in the future, a supplemental report will be issued.